Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and severely scratched display window noted during visual inspection. No foggy display noted. All button function properly. No button error alarms noted. However moisture damage was noted on keypad traces. No moisture damage noted on electronic assy. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 163 mg/dl. Troubleshooting was performed. The device was returned for analysis.